Event description:
It was reported the patient had been experiencing difficulties initiating a communication between the ipg and both the charging system and the patient programmer. Replacement charging system and the programmer were used to no avail. The patient underwent surgical intervention to explant and replace the ipg. Effective stimulation was captured post-operative. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.